Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineer (fse) visited the customer to address the reported event. During evaluation, the fse verified the bent sample needle. The fse checked alignments and adjusted the y1 sampling position and the y1 dilution well. The customer continued to have bent needles. Fse then observed and found that the sample needle was bent in the stat position and sample cups from a third party were being used. Fse advised the customer to use tosoh sample cups and to avoid running in the stat position as this was the cause of the bent sample needle. Fse then instructed the customer on how to dilute patient samples and run samples through the sample loader to prevent needles from crashing until they obtain the appropriate sample cups. Fse also replaced the sample needle assembly and checked alignment. Fse ran precision and quality control (qc) with acceptable results. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during this time. The g8 operator's manual under chapter 3 assay operations states the following: sample cups- use a sample cup when processing diluted samples, calibrators, control, or small volumes of whole blood. When you use a sample cup, you can use a vial adapter. If you are using a sysmex rack, make sure to put on a rack adapter or attach a vial adapter before placing the sample cup in the adapter. After dissolving the calibrator, dispense the necessary volume into the sample cup. A minimum of 400 ul of each calibrator is required. If the sample volume is low (below 1 ml) and cannot be aspirated from the primary tube, or the total area of the assay results are below 500, test results may be unreliable. Assay the sample again using the following procedure. Procedure for using whole blood in a sample cup: 1. Dispense 50 ul or more of the whole blood into a sample cup. 2. Confirm that the loader smp mode in the parameter screen (refer to "chapter 4 section 4.6: parameter setting") is set to 1 (default value is set at 0). 3. Place the cup in the sample rack and run the assay. If you only have one or two samples then leave the loader sample mode in the default of 0 and while the analyzer status is in analysis, set a sample in the alternative/stat position, select cup, and perform a stat sample assay. Under chapter 5 maintenance procedures, 5.10 sampling needle replacement has a caution that states the following: replace the sampling needle if it is bent or broken. Use the following procedure to replace the sampling needle. Access to the inside of the analyzer is needed to replace the sampling needle. Be sure that only personnel who have been trained by tosoh or its representatives perform these operations. Be sure to wear protective clothing (goggles, gloves, mask, etc.) And take sufficient care to prevent infection during handling. Take care not to touch the end of the sampling needle during handling. If the needle placement is clearly off center of the primary tube, it must be adjusted. Cancel the assay and contact technical support. The most probable cause of the bent sample needle was due to operator error of the customer running samples in stat with the use of inappropriate test cups.

Event description:
The customer reported that the sample needle was bent on the g8 instrument. The customer reported that the issue has occurred several times and the instrument was previously serviced. However, the bending of the sample needle persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.